Manufacturer narrative:
Patient demographics requested however not provided. The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
It was reported that the user paused and stopped the phenylephrine infusion however noticed that the infusion continued to free flow, resulting in acute hypertension to the patient. The user immediately stopped the infusion by activating the roller clamp. Although requested, no additional information about the patient, medication, or event was provided.